Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurement measuring greater than 125 ohms. The health care professional (hcp) had concerns if the system mas MRI conditional. Technical services (ts) was consulted noting that the shock impedance trend over the last year had been variable with slight gradual rise. Ts recommended lead check and noted that a gradual rise does not render system non-conditional. This rv lead remains in service. No adverse patient effects were reported.